Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of infusion set tubing detachment from connector on (B)(6) 2025. The infusion set was in use for three days. No further information available.